Manufacturer narrative:
The reported events were not confirmed. A partial lead was returned for analysis. Only the connector portion of the lead was returned in one piece. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an atrial tachycardia ablation a week prior to the event. The patient was an inpatient. It was noted that the patient had a series of ventricular tachycardia episodes during which the patient received three appropriate shocks from the implantable cardioverter defibrillator (ICD) which slowed down his rhythm. It was noted that after defibrillation, the patient¿s rhythm did not return to a sinus rhythm and was too low to be detected by the device so an external defibrillator was used as well as chest compressions. One of the external defibrillator pads was very close to the ICD. The device went into backup vvi mode. A device download restoration was performed successfully. Upon interrogation the high voltage impedance was low. Capture thresholds had also increased. The patient was in a ventricular tachycardia storm. Programming changes were made to increase the output to counter the inadequate capture. It is unknown whether capture was inadequate due to the patient having pulseless electrical activity (pea). The patient was unstable due to the severity of his illness and intubated. It was reported that the patient died the next day. It was noted that the device tested fine pre and post the ablation procedure. Although the cause of death is inconclusive, the physician believes the primary cause of death was the pulseless electrical activity (pea) or functional failure to capture due to the underlying patient¿s compromised cardiac condition.